Event description:
It was reported that device was unable to be interrogated and the progress bar was freezing at 30%. Patient was still receiving pacing support and as asymptomatic. Programmer malfunction and interference was ruled out however low battery voltage was suspected. A magnet was placed over the device which showed that the device did not reach elective replacement indicator (eri). Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.